Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The following is confirmed: the direction pin is broken and missing, and the marking/inscription is extremely faded. The optical components of the telescope do not show any damage/failure/defects, therefore cannot be confirmed. Based on the results of the investigation, it is likely that the events occurred due to excessive use and/or unsuited/inappropriate handling and/or the apply of external force e.g. By fall, impact or shock. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device history records for the affected serial number was reviewed without showing any non-conformities or deviations regarding the described issue. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported the rigid telescope has a broken locking (connector) pin, the image is blurry, and the light transmission is too low. The reported problem was found during an unspecified event. No death or injury and no impact to patient or other has been reported. This report is being submitted to capture the broken connector pin.